Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the reported event. The device passed all tests, with no anomalies found. Visual inspection identified foreign material on and around a capacitor, but it was not significant, and there was no evidence of shorting.

Event description:
It was reported that during two separate cases in (B)(6) 2010, the analyzer did not sense or pace through the 5833sl pacing cables. Both times, new adaptors and cables were attempted, but did not fix the issue. Turning the programmer on/off did resolve the problem on one occasion. The analyzer was moved to a different programmer, and in (B)(6) 2010, it was reported that the analyzer would not work at all through the new programmer. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.